Event description:
As reported, in 2007, this pt was treated with gore tag thoracic endoprosthesis. A distal type I endoleak was noted during the three and six month f/u CT. Reintervention took place in 2008 using an add'l device. The final angiography showed resolution of the endoleak. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.